Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2015, rv pacing impedance measured 988 ohms. Impedance rise slowing to 1349 the week of (B)(6) 2015. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Last measured via capture management on (B)(6) 2015, the rv capture threshold was 4.250 v. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had elevated threshold, high impedance, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.